Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with an 8f sheath after a percutaneous coronary intervention interventional procedure. Reportedly, the suture didn't attach when the plunger was pushed (a cuff miss occurred). A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to combination user possible error, interaction of the device, with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device with an 8f sheath after an unspecified procedure. Reportedly, the suture didn't attach when the plunger was pushed (a cuff miss occurred). A new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.